Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would have contributed to the reported cuff miss. The posterior cuff was still loaded on the foot and the link still attached to the cuff. Based on the evidence found on the returned device, the posterior cuff was missed and the reported event was confirmed. The link was pulled from the anterior cuff which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal. The needle trajectory could not be checked during testing because there was too much dried blood inside the needle lumens preventing insertion of the plunger. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.) Or failure to position and maintain the device at a 45 degree angle throughout deployment. It was reported that the physician was in-training in the use of the device, whether this contributed to the event could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The reported difficulties appear to be related to the operational context of the device and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information . The first proglide is being reported under a separate medwatch report number.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of the right femoral artery, with disease at the access site, after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and another proglide was attempted with the same results. Manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, the arteriotomy vessel was the right common femoral artery.